Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing excessive bent cannula with infusion set. Customer's blood glucose was 404 mg/dl. Customer was advised on infusion sets. Customer declined troubleshooting for bent cannula and high blood glucose.